Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary tubing sets into the primary solution containers. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. At unspecified times later, the secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified medications. The primary solution containers were lowered below the secondary solution containers. It was reported after unspecified lengths of time in use, the nurses noted the secondary medications were flowing into the primary solution containers. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the information known ny the reporter upon query by hospira personnel. (B) (4).